Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that processor is not running and a spark occurred near the 3-pin top connector of the power cord when the power button of the device was in the off position. The spark did not ignite any other objects or cause a fire. The cable burned out during inspection for use involving an olympus video system center. There was no patient involvement reported.